Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v162630, implanted: (B)(6) 2009, product type: lead. Product ID: un known, serial# unknown, product type: programmer, physician. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient hadn't used the patient programmer in a long time. The patient programmer would not communicate with implantable neurostimulator (ins) and batteries had not been changed for couple months in patient programmer. This was the first day in abut 3-4 weeks she used patient programmer because she leaves therapy on all the time. The only time she turns stim off is if she is going to hcp (healthcare provider) to do anything in that area of the body. Patient services recommend changing the batteries in patient programmer and the patient was unable to communicate with ins. Patient services assisted the patient with using patient programmer with and without antenna but unable to communicate. The patient was not able to make adjustment both with or without antenna attached. It was noted, won't do telemetry with or without antenna. No patient harm reported. The patient reported she had shot treatment this morning in the back for scoliosis. Patient services confirmed shot was not related to interstim therapy. It was lat ER reported that a problem with the patient programmer was reported. The patient received a replacement programmer today but continued to have the same issue. The patient verified she was using the new programmer and has the issue with both. The patient needed to turn her stim off for an upcoming appointment on (B)(6) 2014. The patient will be having her nerves burned due to a herniated disk that happened years ago. The patient had had them for years and they just kept getting worse. The patient noted, they are trying to help relieve the pain. The patient had 2 or 3 different diseases where things were deteriorating. The patient stated, none of these, however, were related to the interstim therapy. The patient thought they were going to have to turn the stim off yesterday because they were working on her back due to scoliosis. They didn't actually need to turn it off. The patient was not experiencing any return of symptoms because the stim was still on. The patient had already tried calling her hcp and was waiting for the nurse to call her back. The patient went to the hcp right after the ins was implanted to have it checked. They were just trying to check the device and there were no issues at that time. Upon device return, analysis found that the programmer (B)(4) had, complaint unverified. Updated software per eco 09-0167. Resoldered antenna jack pins as a preventative measure. C100. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow-up information received from the patient reported that she did not have concerns with her device or therapy.